Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) device exhibited high voltage lead impedance. No programming changes were performed. The patient will further be monitored. There were no patient consequences.